Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for high blood glucose and urinary tract infection. The blood glucose reading at time of the call was 479 mg/dl. Troubleshooting was performed. The programming and the history alarms on the insulin pump appeared to be correct. Ran a fixed prime test and the insulin exited. The customer stated that she had a cat scan and x-ray while being in the hospital. No further info was provided.